Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a small blood leakage from the hemostasis valve after the dilator was removed and an air ingress occurred at flushing the introducer. The issues were resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the introducer was returned and analyzed, and no anomalies were found. The analyst noted that the introducer was returned. There was dried blood visible inside the flush port, and on the tip of the dilator. The flush test was performed, no obstruction was observed. If information is provided in the future, a supplemental report will be issued.